Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error alarm and frozen screen. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for pump error and insulin pump alarm again. Customer was unable to successfully clear the alarm. Customer was unable to try insulin pump with remote. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error alarm. No frozen screen noted.